Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, while firing on thick tissue during second fire on the stomach, the surgeon heard a very loud crack from the handle. The surgeon continued to fire with difficulty; the staples were completely formed. For the next (third) firing with the same handle and a new black reload with tissue reinforcement system (trs) of the same lot. The device fired partially with another loud crack and came out of articulated position. The handle breaks. The device was removed; the surgeon cut the remaining trs and inspected to see complete staple formation on the staples that did fire. To resolve the issue, a new handle with a new reload of the same type was used to complete the staple line. There was no patient injury.